Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after an accident on (B)(6), 2013 the patient was diagnosed with inter alia, a left femoral neck fracture. The patient underwent a closed reduction of the femoral neck fracture and stabilization with four screws. Since then, a postoperative radiograph showed a suboptimal position of the internal fixation material and increasing displacement. The patient underwent a further operation on (B)(6), 2013. The screws were removed, and the fracture was managed with further surgery and screw fixation. This report is for four unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for four unknown screws/unknown lots. Implant date: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.